Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, visibility/palpability, anxiety-product/procedure, rippling, capsular contracture baker grade iii.

Event description:
Patient reported right side "hard, changed shape, pain, and recall." Healthcare professional later reported "rippling" and capsular contracture baker grade iii. Device has been explanted and replaced.